Manufacturer narrative:
A1, 2, 3, 4; b6, 7; h4: information not provided. H3 evaluation summary; the analysis results found that the holster displayed the error code during initialization of functional test because the pcb board is not calibrated properly. The site calibrated the pcb board to correct the customer complaint. The holster was functionally tested and found to operate properly. No conclusion could be reached as to what could have caused this incident.

Event description:
It was reported that during a breast biopsy, the system displayed error codes while transitioning from sample mode to clear probe mode. There were no pt consequences reported; the case was completed using the device.